Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent was reported via phone call that, the insulin pump had blank display. The blood glucose was 253 mg/dl at the time of the incident. Customer stated that the pump never came on after putting new battery cap on. The customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.